Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of lost sensor alarm. The customer's blood glucose reading was unknown. The customer reported missing electrode on one sensor and another with no isig and lost sensor. The product was not returned for analysis.